Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia),") and genital haemorrhage ("severe bleeding") in a 36-year-old female patient who had essure (batch no. 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included depression, migraine, anemia, multi gravida and parity 3. Concurrent conditions included morbid obesity, folliculitis and abdominal abscess. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping),"), uterine leiomyoma ("uterine fibroids"), pelvic adhesions ("bladder adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), headache ("migraines / headaches"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy,"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), abdominal pain upper ("stomach pain"), visual impairment ("vision/eye problems"), fatigue ("fatigue,"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (total abdominal hysterectomy in order to remove the essure devices) and surgery (ablation,). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, uterine leiomyoma, pelvic adhesions, vaginal haemorrhage, headache, migraine, allergy to metals, cardiac disorder, tooth disorder, abdominal pain upper, visual impairment, fatigue, alopecia and back pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, cardiac disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Discrepancy about device removal: as per 1st follow up device removal: no, but as per initial case date of removal was received. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), migraines / headaches, blood or heart disorder/condition dental problems, nickel allergy, dysmenorrhea (cramping), pain, vision/eye problems, fatigue, hair loss, essure confirmation test: no. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), menorrhagia ("menorrhagia/abnormal bleeding ( menorrhagia),") and genital haemorrhage ("severe bleeding") in a 36-year-old female patient who had essure (batch no. 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included depression, migraine, anemia, multi gravida and parity 3. Concurrent conditions included morbid obesity, folliculitis and abdominal wall abscess. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping),"), uterine leiomyoma ("uterine fibroids"), pelvic adhesions ("bladder adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy,"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), abdominal pain upper ("stomach pain"), visual impairment ("vision/eye problems"), fatigue ("fatigue,"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (total abdominal hysterectomy in order to remove the essure devices) and surgery (ablation,). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, uterine leiomyoma, pelvic adhesions, vaginal haemorrhage, headache, migraine, allergy to metals, cardiac disorder, tooth disorder, abdominal pain upper, visual impairment, fatigue, alopecia and back pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, cardiac disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Discrepancy about device removal: as per 1st follow up device removal: no, but as per initial case date of removal was received. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), uterine leiomyoma ("uterine fibroids"), abdominal adhesions ("bladder adhesions") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy in order to remove the essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, uterine leiomyoma, abdominal adhesions and menorrhagia outcome was unknown. The reporter considered abdominal adhesions, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.